Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported issues with ¿randomly occurring channel errors.¿ no specific information was provided, in most cases they will detach the channel(s), reattach and restore the infusions. According to the customer, if there are no further issues, the device remains in service and is not reported to biomed. Only if it continues to cause issues does it get removed from services and reported to biomed. Per customer, no devices will be returned for investigation as this was a general issue discussed during conversation with bd representatives during their site visit. The information on patient involvement is unknown.